Manufacturer narrative:
The following other devices were also listed in this report: scorpio ps tib insert, cat#72-3-0512; lot 19392901. Scorpio ps femur waffle posts w/lfit, cat# 71-4505l; lot k04h626. Scorpio u-dome patella, cat# 73-3708; lot r549. Simplex p with tobra unit packfull dose, cat# 6197-9-001; lot mfl015. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed. Neither the device nor additional information is available from the research facility. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the arthroplasty was revised due to infection. The femoral, tibial and patellar components were revised. The components were implanted in sity for 5.1 y. The patient presented with a (B) (6) score of 4 three months prior to revision surgery and a maximum score of 7." Information provided indicated that reported devices were implanted in 2004 and explanted in 2009.